Event description:
It was reported that the school nurse observed no dexcom g7 continuous glucose monitor (cgm) readings on the ilet, and start sensor was available but the dexcom g7 pairing code was not accessible, indicating an incorrect or incomplete pairing attempt and resulting in an impending dosing stops soon notification on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the nurse and patient representative, analysis of information provided by the user/third party, and consideration of interoperability and intermittent communication factors with the dexcom g7. Investigation of this case revealed an interoperability-related intermittent communication failure linked to the sensor pairing process, with cause traced to an electrical and magnetic interface component, specifically involving the antenna pathway for communication. It was concluded, based on previously established findings for similar reports, that the cause was an interoperability communication issue associated with sensor pairing.